Event description:
The received ventilator logs contain low expiratory minute volume and high pressure alarms during last use. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. No parts were replaced. The root cause of the reported event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).